Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inappropriate pacing spikes were observed on telemetry and the clinician suspected that the cardiac resynchronization therapy defibrillator (crt-d) was functioning inappropriately. The crt-p remains in use. No patient complications have been reported as a result of this event.